Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the sensor electrode fractured while in customer's body. The customer observed breakage during insertion. The customer's blood glucose was unknown.